Event description:
On (B)(6) 2013 the patient contacted animas alleging that the display screen was cracked and she could not use the pump. No further information was available at the time of initial contact. Customer technical support made multiple attempts to contact the patient, without success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.